Event description:
It was reported that patient had a revision surgery performed due to an infection.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.